Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during laparoscopic colectomy, the power handle was fully charged, and power shell, adapter and cartridge were set as usual. Each part of the display of the handle also showed green indicating that setting was completed. The intestine was approached and the jaws were closed but the green button did not illuminate although the jaws were closed until the end. At that time, when the display was checked, it showed red indicating that the handle battery had run out. The device could not be fired, so the jaws were opened and released from the tissue. After that, competitor's device was used, and the operation was completed without problems. There was no patient injury.